Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Information provided during a call between the surgeon and a cross-function team: patient was a (B)(6) female diagnosed with recurrent perforated diverticulitis. The patient had already undergone one surgical procedure to remove a small portion of large bowel. The procedure was an elective colon day of surgery admission. Laparoscopic mobilization of colon was performed. Surgeon identified a large mass on distal sigmoid colon and abscess. The surgeon stated he used the double staple/purse string technique using the cdh33a. The trocar of circular stapler was inserted about 1mm anterior to the contour staple line and then it was mated with the anvil. An assisting general surgeon was at the abdominal incision site making sure there was nothing caught within stapler prior to adjusting and firing. The device was fired by the operating surgeon, but the surgeon stated that it did not have the normal audible and palpable crunch during firing sequence. The device was removed, and two intact donuts were noted. A non-crushing clamp was used to check for leak in which the anastomosis failed test. The anastomotic ring was checked with a scope and it looked intact. The surgeon decided to take apart the anastomosis and cut out the staples. A second transectional line was made with a contour device and a second anastomotic attempt was made using a cdh29a. The smaller size was chosen to make sure the tissue was not being overly stretched in the stapling area. The second firing had a similar feeling/sound for the surgeon and also failed the leak test, so it was decided to perform a colostomy. The patient was discharged after 5 days. The colostomy will be reversible. The surgeon was asked if he examined the washers after each firing of device. The surgeon stated that he did not and just pulled the donuts off device. When asked about staple formation, he did not think that the staples were complete ¿b¿s¿. When asked if the device was fired ¿plastic to plastic¿, he remembered that it did but his recollection was blurry and he was concentrating on the issue of firing not feeling right. The surgeon stated multiple times that he is not faulting the instrument and could possibly be user error. He was very pleased with the way ethicon is handling this event.

Event description:
It was reported that during a colorectal procedure that when the cdh29a was fired the staples did not form all the way and the washer did not make the ¿crunching¿ sound. A cdh33a was opened and the staples again did not form into ¿b¿ shapes and the surgeon was not happy with the anastomosis. Surgeon ended up doing a colostomy instead of the anastomosis.

Manufacturer narrative:
Product complaint (B)(4). Batch # n5722c. Device evaluation summary: the analysis results found that the cdh33a device arrived with no apparent damage and with body fluid present. Only the longer diameter half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. Upon removing the cut washer from the anvil, the washer broke in half. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. During functional test no back drive was noted. Anvil gap at high-b was at 0.097 inches. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.